Event description:
It was reported on (B)(6) 2025 a 5mm x 2mm amplatzer piccolo was selected for implant to treat a patent ductus arteriosus (pda). The pda was measured with an aortic end of 4.4mm, a middle of 2.7-3mm, and a length of 8.4mm. Fluoroscopy and transthoracic echocardiogram (tte) were used during the procedure. During the procedure the device was partially re-captured once. The device was implanted. Four post-procedure the patient developed aortic stenosis. On (B)(6) 2025, under tte the device appeared to have migrated towards the aorta, with the aortic disc protruding into the lumen. On (B)(6) 2025 the device was explanted from the patient. On (B)(6) 2025 the patient passed away. The cause of death was a combination of sepsis from limb ischemia, respiratory failure in setting of premature lungs and a large pda. The user believed the aortic stenosis was due to the device migrating.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device was reported with patient effects of obstruction/occlusion, aortic valve stenosis, and death. A returned device assessment could not be performed as the device was not returned for analysis. The lot number was not provided so no device history record or lot specific similar complaint review is applicable. Based on the available information and medical review, the cause for the reported migration or expulsion of device with patient effects of obstruction/occlusion, aortic valve stenosis, and death, could not be determined. A medical intervention (snaring of device) and prolonged hospitalization was a result of case specific circumstances. It is likely that the cause of death is related to procedural circumstances and/or underlying comorbidities, however this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 5mm x 2mm amplatzer piccolo was selected for implant to treat a patent ductus arteriosus (pda). The pda was measured with an aortic end of 4.4mm, a middle of 2.7-3mm, and a length of 8.4mm. Fluoroscopy and transthoracic echocardiogram (tte) were used during the procedure. During the procedure the device was partially re-captured once. The device was implanted. Four post-procedure the patient developed aortic stenosis. On (B)(6) 2025, under tte the device appeared to have migrated towards the aorta, with the aortic disc protruding into the lumen. On (B)(6) 2025, the device was snared and removed from the patient. On (B)(6) 2025, the patient passed away. The cause of death was a combination of sepsis from limb ischemia, respiratory failure in setting of premature lungs and a large pda. The user believed the aortic stenosis was due to the device migrating.